Event description:
While attempting to establish peripheral IV access on neonate, multiple successful attempts were made. However, during securement of the pivs [peripheral IV], the catheters repeatedly became kinked on themselves resulting in loss of access. We ended up attempting to utilize a different lot number of the catheters, but we were unable to assess that lot, as attempt was unsuccessful. Decision was then made to proceed with central access-umbilical catheter was placed.